Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, ptosis, asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, experienced bilateral change in size of the implants and possible spontaneous implant ruptures. The complications were diagnosed via physical examination. As a result, the patient underwent revision surgery on (B)(6) 2021. Additionally, the patient was diagnosed with bilateral ptosis and asymmetry. During the surgery, a puncture mark with protruding silicone gel was found on the right implant. Subsequently, the patient underwent bilateral capsulectomy, bilateral mastopexy and removal of the implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 6, 2021, the mentor failure analysis lab received the device for evaluation. On july 7, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination and thickness measurement of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).